Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity, however, the elective replacement indicator (eri) to end-of-life (eol) interval was less than 90 days. Pacing, sensing, and shocking functions were verified per manual bench top testing. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information from an implant form that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. The device was received at boston scientific's return products department for laboratory testing.